Event description:
New information received notes that the event was initially observed via remote transmission. The insertable cardiac monitor (icm) exhibited noise due to electromagnetic interference (emi).

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited diagnostic anomaly. No intervention or patient condition was reported.